Manufacturer narrative:
The insulin pump was received with intermittent button response noted during testing due to corroded keypad traces. No scrolling display noted during testing. However, the insulin pump functioned properly and passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump had cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and broken battery tube threads. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 at 8:30am with a high blood glucose level of 589 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer mentioned that the drive support cap is protruded. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.